Event description:
Medone has conducted a thorough investigation into this event to the best of our ability. The product was not available to be returned and the initial report did not include lot number or model. We contacted the reporter for this event and were provided with additional information to include the pathology report of the device piece in question which stated: pathology report states: intraocular foreign body of left eye. It consists of a 0.3cm (3mm) in length b less than 0.1cm (less than 1mm) in diameter cylindrical portion of clear, transparent material. His description does not meet the description of the medone 3240 dual bore. The polyimide material used in the 3240 is transparent but amber/red in appearance, not clear as described in the pathology report. The pieces of polyimide used in this device are much longer (41.25mm and 7 .smm) than the 3mm piece described in the pathology report. Furthermore, the polyimide material cannot be broken or detached under any normal surgical situation. This could only occur if the tip were intentionally cut off with a blade, which would be virtually impossible during intraocular retina surgery. Based on our analysis, our conclusion is the piece not from the our 3240 dual bore cannula. It is likely a piece of silicone from a soft tip cannula, which is commonly used in these types of cases. Though medone does manufacture silicone tip cannulas, this customer has not purchased that type of device from medone. We are not able to identify who the manufacturer of the device/foreign body is based on our investigation, only that it was not a medone dual bore device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).